Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, engineering suspects the battery status indicators are not detecting loss of battery. Device replacement and return was recommended for detailed analysis. No adverse patient effects reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, engineering suspects the battery status indicators are not detecting loss of battery. Device replacement and return was recommended for detailed analysis. No adverse patient effects reported. Additional information was received. This ICD was explanted. A new ICD was successfully placed. No additional adverse patient effects were reported.